Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre 2 sensor applicator needle got stuck in his/her skin during sensor application and required removal by an hcp. The hcp numbed the sensor application site with lidocaine and upon removal, it was identified the inserter needle was bent. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the freestyle libre 2 sensor applicator needle got stuck in his/her skin during sensor application and required removal by an hcp. The hcp numbed the sensor application site with lidocaine and upon removal, it was identified the inserter needle was bent. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: h4 (device mfg date) was updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to the bent inserter needle of the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.